Manufacturer narrative:
(B)(6) eval summary: physical resistance during attempts to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support. The product was not returned which may have assisted in the eval. Based on the provided info, the reported physical resistance appears to be related to the tortuous and calcified lesion. Reportedly, a dissection occurred after implant of the xience v stent. It should be noted that the xience v instructions for use (IFU) lists dissection as a known adverse event associated with coronary stenting procedures. The IFU also states, "implanting a stent may lead to vessel dissection and acute closure requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." In this case, another stent was implanted to treat the dissection. A review of the finished product lot history record was performed. There does not appear to be a product quality deficiency. Although a conclusive cause for the reported dissection and its relationship, if any, to the product or procedure could not be determined, the reported physical resistance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that while implanting the xience v 3.5x28 in a calcified and tortuous artery, the physician faced a lot of resistance and finally there was dissection which was treated with another stent to complete the case. No additional info was provided.